Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, with no notable events occurring prior to this issue. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. The malfunction did not recur after the reset, allowing the customer to continue using the pump with an understanding to contact support if the issue returns.